Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s caregiver reported that the patient experienced hyperglycemia with a blood glucose of 282 mg/dl due to an occlusion alert. The user did not experience any symptoms, and no emergency medical services were required. The event was resolved after the caregiver replaced the infusion site, and the patient¿s glucose levels subsequently returned to range.